Event description:
It was reported that on a clinic visit the patient presented fluid on the left hip incision. An aspiration was perform to resolve the adverse event. Following the aspiration, a revision surgery was performed on the competitor liner implanted. No s&n device revised.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the root cause for the first revision was likely as documented, the osteoarthritis and osteonecrosis from the injury years earlier. The root cause for the second revision was likely a hematogenous infection. It is unknown if the combination of the components contributed to the pain or inability to walk. It appears neither of these revision were a failure of the implants. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.